Manufacturer narrative:
B3: event date is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient was unable to charge their ipg due to their ipg flipping in its pocket. Surgical intervention was undertaken on (B)(6) 2026 in which the ipg was repositioned.